Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Pt is needing MRI of the lumbar spine. Caller states pt is having a hard time keeping the ins battery recharged/ins battery is not holding a charge. Caller states the pt has been able to put the scs into MRI mode but "it will die in like 10 minutes". Caller states the pt said that someone came to see him "during covid" and showed him how to recharge the scs however the ins was not holding a charge. Caller states pt said that they were informed that the ins battery needs to be replaced but pt didn't want to have surgery so they stopped using the scs. Caller states currently the ins battery is at 40% and is in MRI mode, caller wasn't with pt at time of call. Caller had no additional detail regarding notify date/who was notified.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.